Event description:
A (B)(6) suffered a burn to her chest as a result of a light source being put on standby and the light cord being placed on the drape on the patient's chest during a procedure. Injection of marcaine and silvadene cream were applied topically. The investigation is currently pending and ongoing.